Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 450 mg/dl. The customer's expected fasting blood glucose test result range is 214 to 260 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 441 and 385 mg/dl . The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern: 450 mg/dl.

Manufacturer narrative:
(B)(4). Product does not return the product yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 450mg/dl. The customer's expected fasting blood glucose test result range is 214 to 260mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the living room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 441 and 385mg/dl . The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).